Manufacturer narrative:
Section h10: (h3) the evaluation noted that the event was likely the result of applying a bending moment to the slap hammer/slap hammer adapter that was not fully seated in the femoral stem due to biological material being retained in the femoral stem¿s internal threads. The incomplete seating of the devices likely resulted in ultimate fracture of the slap hammer adapter¿s threads. Concomitant: (cn: 161-00-06, sn: unk) slap hammer adapter 1/4-20 no information provided in the following section(s): a4, a5, b6, the following section(s) have additional info: d4 (lot number) g4, g7, h1, h2, h3, h7.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: (cn: 161-00-06, sn: unk) slap hammer adapter 1/4-20.

Event description:
As reported, during a hip revision on (B)(6) y/o male patient¿s left tha 8 yrs postop, the surgeon began threading the extraction tool to the femur and it would not seat fully. He said he did to the best he could with cleaning out the existing tissue. It was mentioned that with the extraction device not being fully seated, he needs to be carefully. He attached the slap hammer and made multiple attempts to test and see if the femur would come out. After his fifth or sixth time, the threaded extraction tip broke off and remained threaded into the stem. He then attempted to remove the stem with the trunnion extraction instrument attached to the slap hammer. After numerous attempts the surgeon stated, "at least I tried to remove it". Removal of the stem was not discussed, only trying to test stability. The surgeon left the stem and swapped out the femoral head with a new head and collar. The broken threaded tip remained in the patient and surgeon did not appear concerned. Patient was last known to be in stable condition following the event. . Broken knee instrument to be retuned. Knee instrument to be retuned under (B)(4). This case will capture the malfunction and the revision will be captured in case-(B)(4).